Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was reading less insulin remaining in the cartridge than was actually present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the cartridge compartment had no observable damage or obstructions. The pump was able to perform the prime steps with no issues. The cartridge was removed and reinserted, the pump was able to detect the cartridge at the proper amount. The alleged issue could not be duplicated.